Manufacturer narrative:
Medwatch sent to FDA on 04/17/2014. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of hardness, pain, swelling, and heat are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported one month after injection in the cheeks with juvederm voluma with lidocaine, the pt developed "hard, swollen, hot, and tender cheeks". Approx 9 days prior to symptom presentation, the pt developed a "severe sore throat". Pt was treated with amoxicillin.